Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, one of the surgeon's side consoles (ssc) had a touchpad that was not turning on. The intuitive surgical, inc. (Isi) technical service engineer (tse) found error 75 in the system logs against ssc 2. The isi tse suggested a hard power cycle of the system. The customer stated that they were going to call back to perform the hard power cycle after the procedure. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and was not able to replicate the issue but replaced the touch screen as a precaution. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the touchscreen product to perform failure analysis. The touchscreen component was installed onto the test system, and upon startup, the touchscreen immediately began to show error 75. A compact flash with updated software was inserted to try and reprogram the unit, but the node could not be found. The error was looked up on logs and it was confirmed that the p1 value was 3, indicating that the touchpad failed upon startup, which was replicated. The complaint was confirmed by failure analysis.